Event description:
It was noted the patient could not get it to charge. It was reported the patient felt like the device was putting pressure on their spinal cord. It was noted the device had moved.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3550-39, lot# n293796, implanted: (B)(6) 2011, product type accessory; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported the patient last felt stimulation the night prior. A communication problem with the recharger was reported. The patient used the antenna locate feature but was unable to get communication with the implantable neurostimulator (ins). The patient programmer did communicate with the ins. It was reported the patient was in ¿a lot of pain¿ for the past month. A month prior, the patient had twisted and lost their footing and heard and felt the ins change in position. The patient had met with their physician 4 days prior to report and it was confirmed the ins had moved or repositioned itself in the pocket. It was reported to have been tilted or flipped. It was noted the patient had pain at the ins site in addition to the pain in their left leg and the front of their left leg. The front left leg pain was reported as new. It was further reported that when the patient placed the recharger disc over the ins the pressure caused pain on the implant. The patient had a follow up appointment the next month. Additional information received reported the patient had been seen by a physician and their ins site had looked good. Stimulation was reported as working. It was noted the patient had some pain from l3 dermatomes. The exact location was unclearly reported. It was recommended by the doctor for the patient to contact manufacturer¿s representative for reprogramming.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).